Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis; however, the device was received for evaluation. Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
The procedure was to treat a de novo eccentric lesion with moderate tortuosity, mild calcification and 90% stenosis in distal left circumflex coronary artery. After the lesion was dilated and checked by angiography and intravascular ultrasound (ivus), a 2.25 x 23 mm xience alpine stent delivery system (sds) was advanced, but failed to cross the tortuous part of the lesion, an unusual resistance was felt. During the removal of the device from the anatomy resistance was felt, the physician believed it was with the anatomy as well. The stent was observed to be flared. The xience alpine sds was replaced with a non-abbott 2.25 x 24 mm stent, which was advanced to the lesion without issue after additional dilatation. The procedure was successfully completed after stent implantation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.